Event description:
Baxter reported an incident of an underinfusion involving a baxter triple channel pump. The pump was reported to be infusing cardorone x. The 200ml infusion was started at approx 10:00am at a rate of 8ml/hr. The next day at approx 6:00am, it was discovered that only 50 ml had infused. Reportedly,"the pump back to intensive care unit" baxter is in the process of collecting additional information regarding pt's demographics, diagnosis and status, pt injury, medical intervention, channel involved,other medications involved, and set up of the infusion pump. Should additional information become available; a follow up report will be filed.